Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on september 19, 2023.

Manufacturer narrative:
This report is submitted on august 28, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to no hearing sensation. There are no plans to reimplant the patient with a new device as of the date of this report.